Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with reconnecting the cgm. After the call, the patient was instructed to load the cartridge and resume insulin, with the reassurance that the pump could continue to be used. The caller was advised to contact support again if issues persisted, and they acknowledged this information.